Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of implant stuck in the injector.there was no patient harm. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The trailing haptic was observed to be stuck/caught in the nozzle tip on the returned photo. The returned photo shows an activated company device. The plunger is advanced outside the tip of the nozzle. The lens (optic and one haptic) is advanced outside the nozzle tip. The trailing haptic appears to be stuck at the tip of the nozzle. We are unable to determine the root cause for the reported complaint "implant stuck in injector". The product was not returned for analysis. Haptic stuck/caught in the nozzle tip was observed on the returned photo. Haptic stuck/caught in tip may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd(ophthalmic viscosurgical device) as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).